Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during basal delivery. The blood glucose reading was 199 mg/dl. The drive support cap was noted as sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to slightly loose drive support disk. The motor was tested outside the device and passed. The operating currents are within specification and passed self-test, a21 error test, rewind and displacement test. No motor error alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.